Event description:
The account alleged that the brake casters rotate to the side when the brake is set and the bed is pushed. No pt impact.

Manufacturer narrative:
The account replaced the brake casters to resolve the issue.